Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. The pump was programmed with a test guardian 3 link and a glucose sensor simulator. The pump communicated properly with the sensor and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for two (2) days while connected to the test sensor and glucose sensor simulator. No unexpected lost sensor signal alarm or sensor related errors noted. (B)(4).

Event description:
The customer's health care professional reported via phone call that the reservoir lip ring was damaged. Customer's blood glucose level was 200 mg/dl. Customer stated the insulin pump had cosmetic damage. Customer stated the reservoir and insulin pump does not show signs of damage. Customer reported that the reservoir was able to lock in place when inserted into insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis